Event description:
This report is based on information provided by philips authorized service provider (asp) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx indicating that the operational check failed. There was no patient involvement at the time the issue was discovered. The reported issue was evaluated by third party, based on the information available, the cause of the reported problem was not confirmed. Customer refused philips service and found a third party for repair, therefore, no further information was provided. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. Customer refused service from philips and asked third party for repair. No further information for the cause of the reported problem and resolution was provided. If additional information is received the complaint file will be reopened.